Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. No known prior surgery or nmi were reported. A device software was performed successfully. The patient was in stable condition and would continued to be followed normally.